Manufacturer narrative:
Medical records info review: this event is being reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the products and the event. There is no history of specific malfunction or product being out of specifications. The pt's multiple significant and severe co-morbidities may have resulted in his cardiopulmonary arrest and subsequent death after life support was removed. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. The event reported on this pt involves five separate products.

Event description:
On (B)(6) 2014 the pt was seen in the emergency room (rm) for lethargy and fever of 104.7. He was taken to the operating room for a cystoscopy and stent placement for an infected ureteric stone. Postoperatively, the pt was admitted to the ICU, and was critically ill with positive fungal blood cultures, as well as acute kidney failure. The pt required intubation and hemodialysis was initiated. The pt's status slowly improved and he was transferred to a medical unit on (B)(6) 2014. While receiving hemodialysis on (B)(6) 2014, the pt went into cardiopulmonary arrest. He received >35 minutes of advanced cardiac life support. He was transferred back to ICU. The pt's family made the decision to stop life sustaining measures. The pt died on (B)(6) 2014.